Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient mentioned that the unable to turn on stimulation was due to was not holding charge for long time. They spoke with the repair department and resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  they are unable to charge their implantable neurostimulator (ins) and therefore, are unable to turn stimulation on. Pt (patient) commented that their symptoms are returning because they can't use their device. Patient stated that within 20-30 minutes of charging their implant they get a message that the battery pack is depleted and needs to be recharged but the controller is charged. Patient mentioned that they keep the controller charged up all the time and sometimes it won't let them look at certain programs. Pt confirmed no visible damage to the recharger or controller. Pt cleaned the pins on the recharger and blew into the controller port to clear possible debris and confirmed that they were able to begin to charge their ins with excellent recharge quality. Agent sent email to repair to replace the recharger due to the fact that pt continues to receive a message stating that the controller battery is low and needs to be recharged when the controller is charged.